Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) doppler assembly is physically broke.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) doppler assembly is physically broke. There was no patient involvement.

Manufacturer narrative:
It was reported by a getinge field service engineer (fse) that during pm service, the "doppler assembly" was physically broken. The fse replaced the doppler ultrasonic iabp assy (d154-01-0001), equipment passed all functional testing. Unit returned to the customer and cleared for clinical use.

Event description:
N/a.